Manufacturer narrative:
Two photos were received by our quality team for evaluation. From the returned photo, leakage was observed past the stopper. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. At the assembly process, there is a mechanism control to check the stopper leakage. As no sample was returned for further investigation, the root cause cannot be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that blood leaked past the stopper while using bd 10 ml luer-lok¿ syringe. No patient impact reported. The following information was provided by the initial reporter: blood leaking from end of plunger during blood taking procedure.